Event description:
It was reported that the patient experienced coughing post implant and at a follow up visit "palpitations" were reported. A loss of capture and dislodgement were noted in the right atrial lead and during a reposition attempt the helix would not retract. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal electrode and end of the lead were covered in body tissue and fibrotic growth.